Event description:
It has been reported to co that during the procedure the balloon of this device appeared to be too long. Reportedly it was 40mm instead of 30mm. There is no report of pt injury. The device is being returned for analysis.